Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery, customer's insulin gage was reset to 0. Customer's blood glucose level was 161 mg/dl. Reportedly, the customer was able to load a cartridge successfully, and resumed insulin delivery.